Event description:
It was reported that the patient received inappropriate shocks. The lead exhibited intermittent noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch source report final analysis found that the insulation was abraded which resulted in noise.